Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no adverse impact on the customer¿s blood glucose level. Customer was provided with a replacement pump and charging supplies by technical support, who also instructed the customer on how to return the problematic pump. The customer planned to continue using the current pump and understood the process for returning it.